Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-04819. It was reported the patient was hit in the back of their head with a ball. Subsequently, system diagnostics revealed invalid impedance measurements on the lead contacts . As a result, the patient opted for surgical intervention to address the issue. Follow-up identified the procedure took place on (B)(6) 2018 wherein both leads were explanted and replaced with new ones. Postoperatively, therapy was restored and the issue resolved.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-04819.